Event description:
It was reported that an ilet user experienced a black screen with a nonresponsive sleep/wake button, while the device continued to vibrate and showed approximately 53% battery in the mobile app; a force restart was performed via the app, charging on the pad did not wake the display, and a video of the issue was obtained. Symptoms included no visual display and inability to operate the device via the sleep/wake button. Outcomes included continued use of the cgm with the dexcom app and arrangements for device return and replacement. Investigation included remote troubleshooting and user education on shutdown and data sync. Investigation of this case revealed a device display or user interface malfunction with an unresponsive hardware button consistent with a hardware control or display failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the sleep/wake button or display subsystem.